Event description:
Semi-automatic defibrillator unit would not analyze EKG rhythm of cardiac arrest pt after several repeated attempts (pt found to be in paced rhythm on paramedic arrival). Semi-automatic defibrillator sent for repair and discovered to have a mother board malfunction requiring replacement. The semi-automatic defibrillator was repaired and returned to service on 5/8/98.